Event description:
Report received of a tubing separation. The patient was to receive 1000mg/250ml of vancomycin at a rate of 250ml/hr. At approximately 0930, the nurse primed the tubing set, loaded the cassette into the pump, connected the tubing to the patient's PICC line, and started the delivery. At 1030, the patient turned on the nurse call light. Upon entering the room, the nurse noted that the pump was alarming vtbi (volume to be infused) complete. At that time, the patient stated, "my bed is wet." The nurse noted that the tubing had separated from the y-site. An 8 to 10 inch "wet spot" was noted on the patient's bed. No bleedback was noted. The tubing set was removed. There were no reported adverse patient effects. No medical interventions were required.